Manufacturer narrative:
(B)(4). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria.

Event description:
It was reported that during the procedure in the left anterior descending artery, a non-abbott stent was implanted successfully. An unsuccessful attempt was made to advance a 2.75x23 promus stent system. The stent system was removed, a non-abbott stent system was advanced, the stent was deployed successfully, and post-dilatation was performed. Approximately 30 minutes post procedure, the patient developed chest pain and electrocardiogram changes. The patient was brought back to the cath lab and angiogram revealed that the non-abbott stent was 100% occluded at the proximal edge with possible dissection. Balloon dilatation was performed and another non-abbott stent was deployed proximal to the stent. Blood flow was reestablished. The patient became hypotensive with atrial fibrillation. Thrombosis reformed and the patient expired. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: taxus liberte atom 2.25x12. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The reported dissection, angina, atrial fibrillation (a type of arrhythmia), death, hypotension, ischemia, and thrombosis are known adverse events listed in the promus instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.